Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device yes, customer's stated problem was verified. Inspected the pump and when power up it alarming with error code 41622. The device was not able to performed functional test. Further investigation of the pump and determined that a faulty motor was the root cause of the issue. The motor will be replaced. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed a system fault issue. There was no patient involved.